Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, the site was red and became infected with pus and lumps. The patient visited the doctor at the emergency room (ER) wo prescribed antibiotics (name unspecified) to treat the affected area.